Manufacturer narrative:
The customer has returned the device; however, we have not yet received it. A supplemental report will be submitted once it is received and the evaluation is completed.

Event description:
We learned from medwatch report #mw5078564 received via mail on (B)(6) 2018 that, allegedly, during a procedure on (B)(6) 2018, the dissecting/grasping forceps broke and pieces fell into the patient. The procedure was a fowler-stephens orchiopexy procedure. An x-ray taken was negative and customer confirmed the patient was fine post-op.

Manufacturer narrative:
The model number reported in the initial medwatch report # 33310mds, was incorrect; the customer actually returned model number # 30710md. We evaluated the returned device and found that portions of the insulation along the shaft are missing. It looks like the missing insulation was scraped off when the device was removed from the patient through the cannula. We assume it was pieces of the insulation that came off into the patient. In addition, the jaws are bent and the jaws pin is loose. The instrument had been in use for almost 10 years.